Event description:
It was reported that during pulse generator autocapture threshold tesing, an error message was displayed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.